Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
During a laparoscopic inguinal hernia repair, the subject device was used. After about 3 minutes since the surgery began, the tissue pad of the subject device turned black and separated. The user became unable to use the subject device. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the tissue pad was severely worn. This is the report regarding the severely worn tissue pad.